Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and battery gauge was fluctuating. Additionally, it was reported that the pump touch screen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.